Event description:
It was reported that during a da vinci assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the patient clearance button on the universal surgical manipulator (usm) 2 was not working. Tse recommended rebooting the system when they get a chance. Tse was unable to view logs due to the system not being connected to onsite. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs the 25745 error was confirmed. Upon visual inspection, fluid intrusion was found on insertion switches assembly would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where insertion button test was found to be failing on the tornado down button. Once testing was completed, the axis controller spar button (acsb) 3 printed circuit assembly (pca) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the insertion switch assembly.